Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was that the device was leaked while the user was handling the device, and water invaded. Then an abnormality of electronic parts occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. In addition to what's reported in b5, the following nonreportable malfunctions were identified: light cover chipped; adhesive worn on various parts of the device; control body crip damaged; excessive fluid ingress; up/down, left/right angle failed, and leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope was leaking. During evaluation of the returned device error code e315 "unsupported scope" occurred. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient harm associated with the event.